Event description:
On (B)(6) 2009 - ventral hernia repair with mesh. On (B)(6) 2010 - CT scan post-op subcutaneous collection left lower abdominal wall, possible post-op seroma or abscess. On (B)(6) 2010 - CT guided aspiration of abdominal abscess/hem cyst findings: 130cc cloudy brownish fluid from anterior left lower quadrant, 25 cc cloudy greenish fluid from anterior abdominal mesh. On (B)(6) 2010 - incision and drainage of wound with debridement and packing. Intraoperatively decided to leave mesh in place. Mesh appeared intact and, with recent infection, wound left open and packed with wet-to-dry dressing. Wound culture indicated light growth (B)(6). On (B)(6) 2010 - CT scan of abdomen/pelvis nearly resolved left subcutaneous fluid and gas collection, persistent mild fluid adjacent to underlay mesh. On (B)(6) 2010 - wound culture no organisms, light growth (B)(6). On (B)(6) 2010 - removal of infected composix lp mesh and implant of xenmatrix mesh with component separation. Wound left open as surgeon unable to close fascia over top of xenmatrix due to large amount of abdominal wall compromised in removal of composix lp mesh. Xenmatrix implant covered with xeroform (emollient based dressing) followed by vacuum sponge and wound vac, setting 75mmhg. Post-implantation wound (B)(6). On (B)(6) 2010 - follow-up wound debridement and vac dressing change. Observed xenmatrix had defect with bowel eroding through mesh, potentially secondary to bacterial load. Surgeon stated wound appeared "obviously infected and taking over xenmatrix". As a result, xenmatrix was explanted.

Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While infection is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis. See MDR 1213643-2010-00463 for info related to the xenmatrix mesh implanted (B)(6) 2010.